Event description:
Additional information received that the issue occurred during setup. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 05oct2022 the system was powered up and the date on the central control monitor (ccm) changed to 15feb2045. This triggered the gas system to report the 'oxygen sensor lifetime expired' and caused the reported 'service gas system' message. The system was power cycled and the date was then correct (05oct2022). Once the gas system received the correct date from the ccm, the message cleared. The log confirmed the complaint and shows the cause was the ccm date jump that occurred. There is no indication of an actual issue with the gas system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) reviewed the logs with the manufacturer's senior technical support specialist who found that the alarm was due to the ccm clock registering the wrong date. This made the system read that the electronic patient gas system (epgs) was past the due date for reconditioning. When the perfusionist rebooted the system, the clock was corrected. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a 'service gas system' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.